Event description:
It was reported that the device indicated elective replacement (eri) early. It was also reported that the left ventricular lead dislodged, and it was not sensing and had high threshold. The device and lead were explanted and replaced. The patient was a participant in the system (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The distal conductor was distorted due to pulling/stretching/overstress. Visual analysis noted the lead had apparent explant damage and was stretched. Concomitant products : 6935-65 lead implanted (B)(6) 2012; d314trg ICD implanted (B)(6) 2012. (B)(4).